Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer's freestyle libre reader would only power on when connected to the data cable. Customer experienced unspecified symptoms of hypoglycemia and was treated with oral glucose by the school nurse. No additional details were reported as caller refused to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained strips. Performed visual inspection on the returned reader. The reader did not power on with the home button or with strip insertion. The reader was sent for further investigation and de-cased. Visual inspection was performed on the pcb (printed circuit board), contamination of fibers, and dust was observed. No malfunction or product deficiency was identified. The issue is not confirmed due to a use issue.

Event description:
Customer's caregiver reported the customer's freestyle libre reader would only power on when connected to the data cable. Customer experienced unspecified symptoms of hypoglycemia and was treated with oral glucose by the school nurse. No additional details were reported as caller refused to troubleshoot further. There was no report of death or permanent injury associated with this event.